Manufacturer narrative:
Quality control results were acceptable. The customer used a centrifugation time of 7 minutes at 3000g. This time is too short according to the recommendation of the tube manufacturer of 10-15 minutes at between 1800-2200g. A review of the alarm trace from 06/15/2017 show several "sample short" alarms and 1 "abnormal sample aspiration" alarm. A specific root cause was not identified. A possible root cause may be related to the customer's centrifugation time that does not meet the tube manufacturer's specifications.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for troponin t hs (high sensitive) troponin t hs on a cobas e 801 module. Based on the data provided, erroneous sodium (na) results were also identified for this patient sample. The initial troponin t hs result was 200 ng/l. This result was reported outside of the laboratory where staff requested a repeat test. The repeat result was 7.27 ng/l. The repeat result was reported outside of the laboratory. The initial na result was 143.2 mmol/l. This result was reported outside of the laboratory. The sample was repeated twice with results of 147 mmol/l and 150.2 mmol/l. The repeat results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The troponin t hs reagent lot number was 176496. The expiration date was not provided. The na electrode lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and adjusted sipper probe positions and the instrument tested ok. Quality controls were run and all were ok.